Manufacturer narrative:
The field service engineer found a blocked pinch tubing and proactively replaced all tubing. After performing liquid flow path cleanings and measuring cell preparations, no further issue was observed. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable troponin t hs results for qc and patient samples from the cobas 8000 - cobas e 602 module. For one patient, the initial result was 78.45 ng/l and was reported outside of the laboratory. The repeat result from another e602 module was 221.5 ng/l. The reagent lot number and expiration date were requested but were not provided.